Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 2/6. The nurse (rn) has two bags connected and the unused line clamps are open. The baxter technical service representative (tsr) reviewed the need to close all unused clamps. The rn stated she would restart therapy. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the use error identified in this complaint. The root cause was determined to be an open clamps on the unused supply lines. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).